Event description:
It was reported that a dissection and perforation occurred leading to a pericardial effusion. Vascular access was obtained via the right femoral. The 90% stenosed, de-novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. During rotational atherectomy, it was noted that the 1.25mm burr caused a dissection in the mid lad and a perforation of the first diagonal artery. No pericardial effusion was noted at first; however, after some minutes, a pressure drop was noted that indicated the presence of pericardial effusion. The physician used a balloon catheter to occlude the diagonal artery. A pericardiocentesis was then performed and 10cc of blood was extracted. The pericardial effusion was stopped and hemodynamic balance was achieved. The physician then continued with the procedure implanting three stents to complete the procedure. No further patient complications were reported and the patient status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).